Event description:
The distributor advised kimberly-clark/ballard medical that an incident report was submitted to ministry of health, labor and welfare (mhlw). The dr connected a trach care 8 french elbow configuration to a shiley tracheostomy tube (4.5mm) for a suction procedure. The product was not used for the suction procedure. The dr cited that the connection was too loose and that there was concern for the pt's safety. There was no report of pt injury or medical intervention. Kimberly-clark/ballard medical has no first hand knowledge of the allegations but is relaying info received from outside sources pursuant to federal regulations.